Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that an orthopat machine required preventative maintenance. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that an orthopat machine required preventative maintenance. No operator or donor injury was reported. Upon evaluation of the device a blood spill was found. The machine was decontaminated and the power supply had to be replaced. The machine is now ready for use. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number (B)(4). (B)(4).